Event description:
It was reported that the ilet device¿s touchscreen became unresponsive during use and functionality improved after a guided restart, indicating a transient user interface responsiveness issue resolved through standard troubleshooting. Symptoms included no reported hypoglycemia, hyperglycemia, injury, or other adverse clinical effects. Outcomes included no interruption of therapy requiring clinical intervention and no hospitalization. Investigation included remote troubleshooting and user education focused on device restart procedures. Investigation of this case revealed a touchscreen responsiveness problem localized to the display interface that resolved after power cycling, consistent with prior observations of temporary software or interface latency without persistent hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with a transient, non-reproducible device interface condition.